Event description:
Caller reported a malfunction on the pump with malfunction code malf 13, and fault ID 13-0x2140, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent to the caller, who was advised to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. Instructions were provided for storing the malfunctioning pump and returning it to tandem. The caller understood and acknowledged all steps necessary for handling the replacement process.